Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/13/2009 and 01/27/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed on FDA on: 02/06/2009.